Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A complainant reported the automated impella controller (aic) was returned after the annual service. When unpacking the console, the medical technician noticed a rattling noise inside the console, which indicated a defective part in the housing of the aic. There was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage before therapy has been completed. The console logs did not contain any data relevant to this complaint. The reported rattling noise in the console was confirmed. Further inspection of the console revealed that there was solidified glucose ingress built up inside the console. The root cause of the aic issue was contamination.